Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to seeing particles in the tubing and chamber and alleges to experiencing dizzines and congestion. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information about an alleged particles in the device, dizziness, congested. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation. The issue of degraded sound abatement foam is addressed the manufacturer used a fitt (foam integrity test tool) was able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer unable to directly address the symptoms outlined in the complaint and they cannot confirm the complaint of the device being too hot to touch and also cannot confirm the complaint of particles in the tubing and chamber being that no humidifier or tubing was provided. In this report, section h6 has been updated.